Event description:
It was reported that the insulin pump alarmed excessively and repetitively. The customer was unable to get the device to cooperate. The blood glucose reading was unknown and is being investigated. The customer stated that the alarm prompted to enter the meter blood glucose now and alerted low blood glucose levels. He cleared the alarms but then they would reoccur right away. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.